Manufacturer narrative:
(B)(4). The reported event of deep infection >90 days occurred post implantation. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibia item 42532006702 lot 64470189. Femur item 42502206002 lot 63930670. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00312. 0001822565-2020-04006.

Event description:
It was reported that patient underwent right total knee arthroplasty and subsequently nine months after the procedure the patient underwent first stage revision procedure due to infection. Devices were removed and spacers implanted. Attempts have been made and additional information on the reported event is unavailable at this time.